Manufacturer narrative:
On an unreported date in (B)(6) 2019, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneal, dose and frequency were not reported) for the peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.